Manufacturer narrative:
(B)(4).

Event description:
The patient's mother contacted dexcom technical support (ts) on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. The sensor was inserted on (B)(6) 2014 in the abdomen. The cgm reading was 44 mg/dl and the patient drank soda without measuring her blood glucose using a bg meter. The patient calibrated 3 times every 30 minutes after seeing the inaccuracy. For the first calibration, the readings were cgm 230 mg/dl and bg meter 146 mg/dl. After another 30 minutes, the readings were cgm 400 mg/dl and bg meter 163 mg/dl. During the phone call with ts, the receiver alerted the patient regarding high glucose reading and the receiver's screen showed double arrow down indicating that the glucose level was falling above a rate of 3mg/dl. The readings then changed to cgm 170 mg/dl and bg meter 163 mg/dl. The patient was advised to not use the cgm for treatment decision. The patient did not report injury or medical intervention.